Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the rca. Prior to exiting the guide catheter the stent dislodged. Information provided confirms the physician made his own side holes in the guide with a needle due to ostial disease of the rca damping pressure. This may have caused wire braiding to be exposed thus catching the stent and dislodging it from the balloon. The physician removed the guide with the dislodged stent inside and changed to a different guide with side holes and finished the procedure with an excellent result

Event description:
Evaluation summary: the stent was returned partially inside a portion of guide catheter. Two smaller portions of guide catheter were also returned. The stent was stuck inside the guide catheter. The stent was severely stretched and deformed. Four strut fractures were evident along the stretched portion of stent. The guide catheter braiding was also fractured. Sem analysis of the strut fractures indicated that the fractures were most likely due to a tensile force being applied to the stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: incorrect technique-modification of the guide catheter appears to have impacted on the stent advancement and most likely contributed to the dislodgement. Inherent risk of procedure-stent dislodgement. Related to another device-issue is most likely related to the guide catheter. Evaluation conclusion: inherent risk of procedure-stent dislodgement. Related to another device-issue is most likely related to the guide catheter. Incorrect technique-modification of the guide catheter appears to have impacted on the stent advancement and most likely contributed to the dislodgement. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.